Manufacturer narrative:
(B)(4). The lot was manufactured from february 10, 2015 to february 11, 2015. The device was received for evaluation. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. A functional flow test as performed and the rates were found to be within the specification rate. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a small volume infusor overinfused. The reporter stated that the expected therapy time was 46 hours; however, the device completed infusion in 34 hours. The device was filled with 75 ml fluorouracil in 7 ml saline to a total fill volume of 82 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.